Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Implant and explant dates: device is an instrument and is not implanted/explanted. Date returned to manufacturer. PMA 510(k): no 510(k) because this is a class 1 exempt instrument. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: part # 03.835.032, lot # 9932633, manufacturing location: (B)(4), manufacturing date: 24.jun.2016. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an anterior lumbar interbody fusion (alif) procedure from l5-s1 on (B)(6) 2016. During the case the synfix® evolution awl/without sleeve was binding up (.i.e. Stopping) on the aiming device. The instrument was sweeped into proper position and the surgeon was able to successfully complete the procedure. This event resulted in a 10 minute surgical delay. No patient harm was reported. Patient reported as stable. Procedure completed successfully. There is no malfuction associated with this aiming device. This complaint involves one device.. Concomitant devices reported: aiming device (part # unknown, lot # unknown, quantity # 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The manufacturer investigation results are as follows. The returned awl was examined and the tip was found to be deformed. Additionally surface wear (worn finish, scratching, etc.) Was noted on the distal tip towards the universal joint. The complaint condition of binding with the aiming device was unable to be replicated as an aiming device was not returned. As such the complaint is unconfirmed. Relevant drawings for the returned device were reviewed (both current revision and from the time of manufacture): top-level (se_547480 revision k) and awl tip (se_547481 revision e). The design, materials and finishing processes were found to be appropriate for the intended use of this device. A device history review was performed for the returned instrument¿s lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.